Event description:
No new information.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
The images were fuzzy or slightly dimmed, hazy, and a bit greyed out. The visibility of estimated blood loss was compromised, and the software did not appropriately estimate the blood loss; the readings were inaccurate. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.